Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, and right ventricular (rv) lead exhibited noise with oversensing. Technical services (ts) reviewed that these atrial tachy response (atr) episodes could be the result of respiratory rate trend (rrt) oversensing, the right atrial (ra) lead spring contact, or a ra lead anomaly; records indicate the ra lead was implanted in 2002. Several peaks of greater than 3,000 ohms were noted in the ra pace impedance measurements and intrinsic amplitude was greater than 25 mv. Stored ventricular events included inappropriate anti-tachycardia pacing (atp) as a result of the oversensed noise on the rv. Rv impedance measurements and intrinsic amplitude were normal, however rv thresholds were somewhat elevated. The health care professional (hcp) agreed to try isometrics to provoke noise and/or impedance changes, and consult with the electrophysiologist on her findings. The crt-d and its leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, and right ventricular (rv) lead exhibited noise with oversensing. Technical services (ts) reviewed that these atrial tachy response (atr) episodes could be the result of respiratory rate trend (rrt) oversensing, the right atrial (ra) lead spring contact, or a ra lead anomaly; records indicate the ra lead was implanted in 2002. Several peaks of greater than 3,000 ohms were noted in the ra pace impedance measurements and intrinsic amplitude was greater than 25 mv. Stored ventricular events included inappropriate anti-tachycardia pacing (atp) as a result of the oversensed noise on the rv. Rv impedance measurements and intrinsic amplitude were normal, however rv thresholds were somewhat elevated. The health care professional (hcp) agreed to try isometrics to provoke noise and/or impedance changes, and consult with the electrophysiologist on her findings. The crt-d and its leads remain in service. No adverse patient effects were reported.